Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance on this right ventricular (rv) lead was greater than 200 ohms. The patient was evaluated and the patient's cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to use an alternate shocking vector with acceptable impedances. No adverse patient effects were reported. This rv lead and the crt-d remain in service.